Event description:
It was reported that tank tubing connection leaks. According to the patient, the consumables were not damaged or deformed. Lost a few drops of product but was able to make the infusions. This did not trigger any alarm. There was patient involvement and no consequences.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.